Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded atrial tachy response (atr) episodes where far field over sensing was observed. Programming options were recommended. Tracking of the normal p wave was being inhibited by the atrial fibrillation rate algorithm. The pacemaker remains in service at this time. No adverse patient effects were reported.